Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due character limitations the completed initial reporter name and address (event site name): (B)(6).

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) autofill failure error showing on display. There was no patient involvement.

Manufacturer narrative:
A getinge fse) was dispatched to evaluate the unit. The fse checked the iabp and found the safety disk iab fill port tube was disconnected from male luer connector. The fse connected the iab fill port tube on male luer connector and the problem was resolved. All functional test passed successfully. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a